Event description:
The plaintiff attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on ni/ni/ni after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2013-03721 and 1225714-2013-03722.